Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. However, no product analysis was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited capture threshold changes and was found to have dislodged as confirmed with a chest x-ray. The physician stated the implanted system shifted down due to the anatomy of the patient. The lv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.